Event description:
It was reported that during a rotator cuff repair procedure, the vapr s90 4.0mm w/integr hdp -ea device did not function at all, the screen did not show any alert code. During in-house engineering evaluation, it was determined that the device had a melted manifold. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the vapr s90 4.0mm w/integr hdp-ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the distal tip is in a used condition and a charred section can be seen at the proximal end. Manifold-small degree of damaged. Handle. Cable and plugs assemblies were in good condition. The device failed the hipot active return electrical check. Device was unable to pass functional testing. Immediate output shorted and sparked on both modes, ablation and coagulation. During testing at atl UK we were able to confirm a fault with the device, the complaint device was found to fail both electrical (hipot active return) and functional (output short displayed) testing. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp-ea would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. D